Manufacturer narrative:
Philips has investigated this complaint. It was determined that the issue pertains to a third-party component, which has been addressed by the vendor. Consequently, no problems were identified with igt-s. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.